Event description:
It was reported that prior to sedation for pulse field ablation (pfa) procedure a versacross fixed was selected for use, damage to the three-way stopcock was confirmed. Completed with another of same device. No patient complications were reported. Device not expected to be returned, disposed of at the facility.